Manufacturer narrative:
Additional information was received that no further information could be obtained. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that after several months from being implanted, the patient started getting muscle spasms into the neck and when the stimulator was turned higher to get pain relief, it caused a lot of pain in the feet and sciatic nerve. It was noted that the muscle spasm got more severe as time had gone on. It was also reported that the patient's pain medications had to be increased several times and was changed due to the heightened pain that the patient was experiencing. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm.

Event description:
A report was received that after several months from being implanted, the patient started getting muscle spasms into the neck and when the stimulator was turned higher to get pain relief, it caused a lot of pain in the feet and sciatic nerve. It was noted that the muscle spasm got more severe as time had gone on. It was also reported that the patient's pain medications had to be increased several times and was changed due to the heightened pain that the patient was experiencing. The patient will undergo an explant procedure.